Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported the pump and catheter were removed due to catheter erosion. Additional information has been requested, but had not been received as of the date of this report.